Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 470 mg/dl. The customer received three to four units per bolus but then received a no delivery alarm. The site was occluded. The device was not returned.